Manufacturer narrative:
The co rep replaced the pneumatic fill valve. The unit was tested to factory specs. It functioned normally and was returned to the customer.

Event description:
During an upgrade of the unit, the co rep observed that the unit failed the k5a solenoid leak test.